Manufacturer narrative:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. This was a repeat biopsy and the targeted lesion was 3.5cm located in the left upper lobe. Tools utilized included both 19g and 21g flexision needles, forceps, cytology brush and bronchoalveolar lavage. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging utilizing ebus was not performed. The patient had a medical history of dyspnea. Due to a prolonged air leak, the patient was hospitalized for a week, then discharged home. The diagnosis was nonspecific fibrosis, possible granulomatous. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. This was a repeat biopsy and the targeted lesion was 3.5cm located in the left upper lobe. Tools utilized included both 19g and 21g flexision needles, forceps, cytology brush and bronchoalveolar lavage. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging utilizing ebus was not performed. The preliminary diagnosis from rapid on-site evaluation was fibrosis (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.